Manufacturer narrative:
Initial report ref natus complaint# (B)(4). Nicview 2.0 us power supply kit breaking cords are a safety concern. The customer reported that the electrical cords are in the patients' bed spaces and close to the infants and reported them as a possible hazard. No death or serious injury, considered a customer inconvenience. Further investigation to be carried out.

Event description:
Nicview 2.0 us power supply kit - breaking cords the customer reported that the electrical cords are in the patients' bed spaces and close to the infants and reported them as a possible hazard.

Manufacturer narrative:
Follow up report 002 ref natus complaint#: (B)(4). 3 complete power kits and 2 part kits were returned, and no nicview arms. Engineering investigated and reported 4 of the cables (028734) work and all nicview 2.0 power supply 5.4v 4.26a desktop external (030200) have broken micro-usbs. Closure rationale: investigation completed. No death or serious injury, considered a customer inconvenience. Complaint will be included in trending data for further review and investigation if needed.

Event description:
Nicview 2.0 us power supply kit - breaking cords. The customer reported that the electrical cords are in the patients' bed spaces and close to the infants and reported them as a possible hazard.

Manufacturer narrative:
Follow up report ref natus complaint# (B)(4). Section d4., no unique identifier (UDI) provided as this is a non-medical device. Acceptable risk associated with the complaint as per line 4.5 in (B)(4) nicview 2.0 analysis 3 spreadsheet. Jira case (B)(4) was created to address this issue. The customer reported no injuries but "multiple reports by multiple nurses that the cameras were extremely hot." They reported that this is an ongoing issue and have to replace electrical cords on a regular basis. Further investigation to be carried out.

Event description:
Nicview 2.0 us power supply kit - breaking cords. The customer reported that the electrical cords are in the patients' bed spaces and close to the infants and reported them as a possible hazard.